Event description:
It was reported that an hvad was implanted under emergency use, due to rapid decompensation of the patient related to recent cardiac surgeries and other co morbidities. Approximately 30 minutes after a minimally invasive left thoracotomy approached implantation of a hvad pump, the flow rate dropped from 4.0 lpm to 2.5 lpm. A trans esophageal echo (tee) noted an aortic dissection which was immediately repaired successfully. It is also reported that there was an implantation of a temporary right side circulatory support system was required. It is stated that the patient's pressures dropped and could not be normalized due to bleeding and end organ failure as a result of the aortic dissection. The patient was placed on a support system and after "several" hours, the medical team withdrew support due to non-responsiveness. The patient outcome is noted to be that the patient did not tolerate the procedure and expired. It was reported by the implanting surgeon, this type of dissection is a known potential risk associated with any type of cannulation to the subclavian artery. The official cause of death was reported as hemorrhage and multi-system organ failure due to aortic dissection.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore it will not be returned. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that the patient experienced an aortic dissection requiring surgical repair immediately following lvad implantation. The dissection was surgically repaired and a temporary right ventricular assist device was implanted due to right heart failure. The patient remained unstable and the medical team withdrew support due to multi-organ failure. The device was not returned to the manufacturer for evaluation. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Bleeding, multi-organ failure, right heart failure, and death are known potential adverse events associated with the implantation of all vads as outlined in the instructions for use. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. The root cause of the reported patient decompensation may be attributed to aortic dissection as reported by the treating facility. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.